Event description:
(B)(4). Heavy bleeding that did not stop until the end of (B)(6). Pain and cramping during this time, especially on the left side. Heavy, irregular periods. Periods have become heavier over time and passing large clots while also lasting longer. Was on my period 6 out of 8 weeks during last cycle. Seem to live in a "fog" and have difficult time remembering things. Weight gain. Pain in lower back.

Event description:
#Medwatcher #followup1 #fdamw5040950 #(B)(4) forgot to mention strange rash that developed out of the blue within months after having essure implanted. Never had a problem like this in my life. Dermatologist has been treating it for about a year and still unable to determine what caused it. Rash on wrists, hands, elbows, inner elbows, patch on right buttock and periodic outbreak all over face.